Manufacturer narrative:
Updated fields: d1, d2a, d2b, d4, g4, h2, h6, h11. Additional information: it was reported that this event occurred during a da vinci-assisted right hemicolectomy. The complication involved intraluminal bleeding where a blue sureform 60 reload was fired with a sureform 60 stapler instrument. Intra-operatively, there were no errors or loose staples. The staple line appeared to be nicely formed and dry with no bleeding.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The customer reported that the products involved in this event were discarded and therefore cannot be returned for failure analysis investigations. Due to insufficient information on the reported event, the system and instrument logs cannot be reviewed.

Event description:
It was reported that a patient received a da vinci-assisted procedure and experienced a staple line leak. It is unknown what da vinci stapler instrument and reload(s) were involved with this reported event. It was reported that the patient required a blood transfusion. Multiple attempts to obtain additional information have been made; however, no further details have been received.